Event description:
It was reported that the patient passed away due to an unknown cause. Upon interrogation post-mortem, it was observed that the device was in backup (bvvi) mode. Technical support was contacted and it was observed that the patient experienced arrhythmic storms, which included numerous high-voltage (hv) charges and hv therapy delivered by the device. As a result, the battery decreased and this was suspected to be the cause of the bvvi without defibrillation support. Furthermore, the charge times were long due to the low battery observed on the device. The physician does not allege any abbott products caused or contributed to the patient's death. Further information was requested, but has not been received. The device was explanted.

Manufacturer narrative:
The reported event of inappropriate therapy was not confirmed. Review of the egms showed the therapies were delivered appropriately and according to the device¿s programmed settings. The device behaved as expected and according to its programmed settings. The reported event of backup (bvvi) mode and delayed charge time were confirmed. The cause of the bvvi was due to a power-on-reset (por), which was a result of a sudden drop in battery voltage. The drop in battery voltage was caused by the excessive number of high-voltage (hv) therapies. The delayed charge time was due also to the delivery of excessive number hv therapies within a short timeframe. Telemetry, impedance, sensing, pacing and hv output functions of the device were all tested and were revealed to be normal.